Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received unspecified pump error alarm and random no delivery alarm. No harm requiring medical intervention was reported. Customer stated that insulin pump had diminished battery life and rewind take longer. Customer stated that insulin pump erased setting when putting in a new battery and had been non responsive to a brand new battery. The device will not be returned for analysis.